Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted approximately one year ago. Extraction of the proximal femoral nail antirotation (pfna) was planned for (B)(6) 2013. During the removal procedure the helical blade was removed without issue. The nail was noted to be broken. The end cap and the proximal piece of the nail were removed. The rest of the nail and the distal locking screw are still in the patient. The surgeon wants to remove everything and place a hip prosthesis. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.